Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; further described as the pump did not discharge over the 24 hour period. The issue occurred during patient infusion. There were no issues observed with the intravenous (IV) access. The device was filled with flucloxacillin 8g plus citrate buffer in 230ml sodium chloride 0.9%.there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.